Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : - the registration passed with a correct rms score, but the verification step was not performed properly (only two points checked by the user whereas the ifus require seven). - the pre-operative fusion was not manually adjusted after the automatic merge, and shifts are visible between both exams. This might have contributed be the inaccurate placement of electrodes since the registration was performed on the CT model, but the plan uses the MRI. - the inaccuracy is confirmed at the entry point for seven electrodes out of twelve. The deviation analysis shows that inaccurate electrodes are globally all deviated in the same direction. - eight electrodes out of twelve were implanted deeper than expected. - it was noted that a preventive maintenance dated 05-mar-2020 indicated that the stabilization system was not functional. - the head holder mounting used during the case ¿ crw frame attached to a mayfield adaptor - is not validated as a compatible configuration by zimmer biomet. The impact of the above observations on the reported inaccuracy could not be determined. However, five out of twelve electrodes were found accurately implanted at the entry point, suggesting that the device behaved as expected during the operation. Many various factors could contribute to the target point inaccuracies, however a previously reported complaint for the subject device suggests that a common cause is possibly applicable to both cases : the change in the design of pmt bolt caps, and the pmt method of calculation for the electrodes length, which are the most probable hypotheses.

Event description:
Post-operative inaccuracy was noted by surgeon. Depth of targets were up to 5mm deep. Lateral inaccuracy was up to 4mm. A company field service engineer re-merged post op CT and discovered better lateral accuracy within 2 mm. Crw headholder, with no apparent shift. Seeg procedure, 12 trajectories implanted. Bone fiducial registration performed, with rms = 0.53. Verification successful.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Post-operative inaccuracy was noted by surgeon. Depth of targets were up to 5mm deep. Lateral inaccuracy was up to 4mm. A company field service engineer re-merged post op CT and discovered better lateral accuracy within 2 mm. Crw headholder, with no apparent shift. Seeg procedure, 12 trajectories implanted. Bone fiducial registration performed, with rms = 0.53. Verification successful.